Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2022-04345. It was reported the patient experienced ineffective stimulation due to the leads migrating. The issue was confirmed via x-rays. Surgical intervention took place where the system was explanted and replaced to address the issue. The ipg was electively replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.